Event description:
It is reported that when the item was being opened for surgery in 2008, the sharp tip of the gauge broke through the sterile barrier of the packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.